Event description:
Patient had CABG and porcine valve installed, 23mm perimount magna prosthesis-pericardial bioprosthesis, on (B)(6) 2006. Informed that patient had been readmitted on (B)(6) with bacteremia and possible endocarditis caused by gram positive cocci in clusters identified as micrococcus species (4 of 6 blood cultures positive). Patient also presented with fevers and elevated wbc and crp. ID consult states that patient claims he never really felt well since surgery (nausea, low-grade fevers and chills). Although echo does not show endocarditis, patient is being treated as if endocarditis with IV antibiotics. No other source for the bacteremia was identified.